Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) netherlands alleging that the patient's onetouch verio iq meter displayed a battery indicator when fully charged. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call made by medical surveillance (ms). The reporter stated that the meter issue occurred on (B)(6) 2015. The patient manages her diabetes with insulin (unknown brand) and denied making any changes to her usual diabetes management routine in response to the alleged battery indicator issue. The reporter claimed that on (B)(6) 2015, after the alleged meter inaccuracy occurred, the patient developed symptoms of "sick, shaking and upset" which she associated with low blood glucose, however denied that the patient received any treatment. The reporter stated during follow up that the symptoms were unrelated to the battery indicator issue and were associated with a separate meter issue. During troubleshooting the cca noted that there was no apparent misuse of the meter and the batteries did not require recharging. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms were unrelated to the meter issue. The reporter denied that the patient made any changes to her usual diabetes management routine in response to the alleged battery indicator issue. This complaint is being reported as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.